Manufacturer narrative:
Blood was observed on the device. The formed needle and bottom housing were inspected for damages or defects that could cause bleeding and none were found. The exact cause of the bleeding could not be conclusively determined. Inspection of the drive mechanism found the spring latch to be misaligned on the ratchet gear. The spring latch did not properly engage the clutch spring, so rotation of the ratchet gear did not pass fluid through the fluid path. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 14 mmol/l (252 mg/dl) and experienced vomiting. The patient reported bleeding and bruising at the infusion site (leg) when the pod was removed after between 4 and 24 hours of wear. As treatment, a manual insulin injection was administered and a new pod was applied.